Manufacturer narrative:
Cable reconnected.

Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure during setup for initial use. The device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) confirmed the reported problem. During evaluation of the unit, the fse reported finding the data acquisition pcb to motor controller pcb cable partially disconnected. The fse reconnected the cable to correct the reported problem. Applicable final testing was performed and passed.